Manufacturer narrative:
One actual sample was received for evaluation. Visual inspection revealed that the cassette sheeting was not properly sealed (welded) on the back side of the cassette in the corner near the heater bag line. During leak testing, a leak was observed in the corner of the cassette near the heater bag line. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an amia automated pd cycler set leaked from an unspecified location. This occurred during use of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.